Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer was shutting down. Analysis noted the handle was cracked, the fan was noisy, and the stylus was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was suddenly shutting off after being in use for a few minutes. The programmer is expected to be returned for service. There was no patient involvement.